Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The stenosed target lesion was located in the right coronary artery (rca). After predilating the lesion, a 2.75x20mm promus element stent delivery system (sds) was advanced but could not cross the lesion and the stent became damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination found that the hypotube had broken 201mm distal from the catheter's strain relief. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A kink was identified in the inner lumen approximately 121mm distal from the port. This type of damage could be caused by excessive force being applied during guidewire removal. The crimped stent, balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was further reported that the target lesion was located in the long, curvy and 75% calcified vessel. The device did not cross the lesion and the stent moved on the balloon, it was not damaged as previously reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).